Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
It was reported that the abutment screw (iunihg) became loose. Tooth location 15.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed screws, it is recommended to torque at 20ncm. The event cannot be re-created. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.